Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they received a call from their local agent. It was indicated that he will log a product complaint about the (B)(6) hospital sending depuy synthes consigned instrumentation at a 3rd party vendor for ¿sharpening¿ without their knowledge or approval.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.